Manufacturer narrative:
Blood was observed on the adhesive pad and evidence of blood was seen in the distal tip of the soft cannula. No kinks were observed on the exposed portion of the soft cannula during investigation. Investigation found no defects or manufacturing deficiencies that would contribute to a dislodging of the cannula. The exact cause of the cannula dislodging could not be determined. A leak test was performed, and no leaks were observed throughout the entire fluid path. Formed needle was inspected for any issues that may cause bleeding/bruising and no issues were found. The cause of the reported bleeding/bruising could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are also unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Additionally, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 304 mg/dl while wearing the pod for less than one hour. Patient's mother stated that patient noticed the site was bleeding; upon observation he realized the cannula had dislodged from the infusion site (arm); cannula also appeared bent upon removal. Ketones were checked and results were negative as well. As treatment, a new pod was applied and a correction was delivered.